Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service representative (fsr) report: the fsr went on-site and replaced the blender from the suspect device and tested the unit to ensure it is properly operating within manufacturer¿s specifications, resolving the reported issue.

Event description:
The customer reported that the oxygen (o2) alarm was constantly displaying during patient use. The customer reported no harm/injury on the patient.